Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine 20.0 mg/ml; 6.511 mg/day via an implanted pump. The pump's indication for use was listed as non-malignant pain and failed back surgery syndrome. The patient experienced a gradual change in therapy noted as having excruciating pain over the pump in 2013. The patient had been having pain in the back at the catheter site. It has happened on and off for two years. The pain was getting progressively worse. The patient tried using an elastic binder which helped a little but not a lot. The patient had "loose bowels." Diagnostic studies had not been done to address the issue. The patient was told by the hcp that it was normal. Additional information was received from a consumer on 2015-oct-05. The patient was told by the physician's office that it was normal for the pump to hurt like the patient described. The progressive pain over the pump and catheter had not resolved. Additional information received from a consumer on 2016-oct-12 stated the pump went out, and the patient was sore and very sensitive all the time in the pump pocket area. Patient also felt like it was shocking her but did not know when it started in 2011. The shocking was thought to have started 2-3 months after being implanted but got worse 2-3 months before (B)(6) 2016. It was also stated the patient had been damaged from the oral medications before she got the pump and currently with the pump she felt worse now then she did 25 years ago and felt it should not be. No further information was provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.